Event description:
An alveolus 22mm x 120mm alimaxx-e esophageal stent was implanted into a pt, to heal a fistula near the ge-junction. The fistula was caused by the pt vomiting repeatedly. During planned removal of the stent approx two months after placement, the physician noticed tissue in-growth through the body of the stent. The physician experienced difficulty removing the stent, but was successful. The physician stated the fistula looked completely healed, and would confirm his observation with a barium swallow test.

Manufacturer narrative:
The device has not been returned for eval; therefore, a failure analysis investigation is not available, and we are not able to determine the relationship between this device, and the cause of this event. Alveolus reviewed the mfg records for this device and found no anomalies detrimental to prod quality or performance. A six-month alimaxx-e prod family complaint trend analysis, inclusive of all failure modes, was reviewed; no unfavorable trend was noted for this prod.